Event description:
It was reported that during regular in clinic follow-up, high capture threshold on the lv lead was observed. The patient did not experience any symptom due to the issue. Lead was capped on (B)(6) 2017. Physician decided to implant the dual chamber ICD. Patient¿s condition was stable before and after the procedure.